Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 1cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the third firing moving up toward fundus on a laparoscopic sleeve gastrectomy, the staple was able to fire but there were malformed ¿u¿ shaped staples rather than ¿b¿. The distal was also incomplete. Another reload was fired medially to the misfired reload and non formed staples removed with graspers. There was no patient injury.